Event description:
Balloon could not be inflated - the pt had oxygen deficiency, went into cardiac arrest and died. After successful puncture and insertion of the wire guide the blue dolphin dilator was inserted. When customer tried to inflate the balloon there was a leakage and the water went into the bronchial system. A bleeding occurred and could not be compressed by the balloon. The blood also went into the lung and the pt could not be ventilated adequately. A spasticity of the bronchial system occurred and the pt had a hypoxaemia. Then the customer noticed that the wing at the end of the dilator was broken. He tried to use a second blue dolphin dilator which first worked and while trying to position the tracheostomy tube the wing of the second dilator broke as well. While during this procedure the bleeding still existed and the pt's ventilation got worse. He had a bradycardia and a cardiac arrest. The physician was not able to reanimate the pt. The pt was brought to the (B)(6) where he underwent an autopsy on (B)(6) 2010. The customer has not received the final results of the autopsy yet. Additional info received (B)(6) 2010: typical procedure firstly without problems. Very good placement of the laryngeal mask and sufficient ventilation (ventilation volume 700-850ml). Good oxygenation. Easy puncture of the trachea and placement of the wire guide and the small dilator. Although a safe positioning of the balloon. There occurs an intensive venous bleeding already while skin incision, this bleeding increases while the procedure is going on. Normally this problem is solved as soon as the tracheostomy tube will be in place and there is enough pressure against the tissue. At the crucial phase of the pressure buildup at 11 atm while the attempt to inflate the balloon the leak at the end of the dilator is noticed and visible. This is the reason why it is impossible to dilate the stoma to the necessary size. This try is canceled and a new tracheostomy set has been opened. While this time a lot of blood went into the trachea and the lung because the bleeding is getting stronger. The visibility is limited and to see the intratracheal situation thru the bronchoscope is very exhausting. Finally the tracheostomy tube can be placed. The oxygenating is getting more and more worse with this situation. The consideration of intubating the pt in a conventional way is abandoned because the visibility of the larynx will be complicated by the masses of blood. Time since the replacement of the first device until now approx 10 min. Now there is a dramatically decrease of the oxygen saturation and appearance of oxygen deficit at the myocardium (change of ventricle movement, decreasing blood pressure). Immediately cardiac massage and intravenous application of adrenaline (in the course of the procedure 7 ml). Manual ventilation with 100% oxygen. High ventilation pressure is necessary. There is a suspicion of a malpositioned tracheostomy tube, because no ventilation sound is hearable. Bronchial structure cannot be visible and defined because a lot of blood blocks the view and the suction of the blood is not possible in that situation. After 2 more minutes without oxygenation the decision of conventional intubation was made. This is really difficult because the coagulated blood and the fresh blood are blocking the view. Finally it is possible to place the tube into the trachea with a bronchoscopical confirmation of the right placement. To bring air into the lung is possible at no time, obviously because of the bronchial spasm. After 45 minutes the reanimation will be stopped as fixed pupil of the pt will be noticed.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.